Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation are deflation.

Event description:
Patient reported right side ¿deflation.¿ patient additionally reported ¿chest pain, trouble breathing, depression, raynauds disease, developed bad gerd, extreme fatigue, brain fog, memory loss, joint pain, dry hair/skin, rashes, vertigo, heat in cold tolerances, hormonal issues, numbing and tingling of limbs, insomnia, weight problems, inflammation and dehydration.¿ these events are not related to the device. The device remains implanted.